Event description:
It was reported that a patient underwent a total abdominal hysterectomy for fibroids on (B)(6) 2013 and a barbed suture was used on the fascia. On (B)(6) 2013 the patient experienced bleeding from the incision site. The incision dehisced exposing her intestines. She underwent a re-operation to close the incision. During the procedure it was noted that the fascia was not torn. The suture appeared to have unthreaded and the fixation tab was not attached to the suture. The wound was closed using a different device. The patient was taken to intensive care where she continues to recover. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.